Manufacturer narrative:
The investigation for the reported low pump flow issues has been completed. The device was returned, and the cannula kink was confirmed. Visual inspection revealed a cannula kink near the outflow cage. No other damage or abnormalities were found. Per the results of the clinical review and investigation: data logs showed there were persistent "suction" alarms and low flows after the pump was activated. Visual inspection revealed a cannula kink near the outflow cage. No other damage or abnormalities were found. Therefore, it was determined that the cause of the low pump was a kinked cannula. After reviewing the clinical information, it was determined that the cause of the delivery issues was patient condition related, specifically the patient's calcified vessels. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. A kinked cannula was reported after delivering the device into calcified vasculature. Low pump flows were exhibited; therefore, the pump was removed and replaced with another impella cp. No patient harm or injury noted, no additional information is available. This report is being filed as part of a retrospective review of historical records.